Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to the materials of construction were not biocompatible. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Put straps through holes and around leg 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing." Correction: e, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had experienced bladder infection as everything drained down to the tube. The patient believed that being tilted back in the wheelchair might have been part of the problem. It is unknown what medical intervention was provided for the bladder infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had experienced bladder infection as everything drained down to tube. Patient believed that being tilted back in the wheelchair might have been part of the problem. It was unknown what medical intervention was provided for bladder infection.